Event description:
It was reported by the affiliate that the (1) mcl 20 was used during an unk procedure. It was reported that the clip would not close. The case was completed with another instrument and there was no consequence to the pt.